Event description:
It was reported that a patient presented in-clinic for a routine, unrelated generator change. Upon interrogation, the patient's right atrial (ra) lead was found to have over-sensing of noise, which triggered false atrial fibrillation/atrial tachycardia episodes. Corrective programming changes were made. The patient was discharged and no patient symptoms were reported.